Event description:
In 2001, insertion of ancure endograft stent. In 2001, right limb of stent occluded. "Fem-fem" graft inserted between left femoral artery and right femoral artery. In 2002 left limb of stent torqued due to aneurysm shrinking, two stents were inserted to open passageway. In 2003, left limb occluded entirely. Went to hosp to determining extent of damage. In 2003, abdominal surgery to remove ancure stent and repair aneurysm the old fashioned way.